Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test. The time clock advanced properly during testing. Unit had intermittent button response on the act button due to flattened dome switch (no crease). During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. No button error alarm noted. Unit had cracked reservoir tube lip.

Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test. The time clock advanced properly during testing. Unit had intermittent button response on the act button due to flattened dome switch (no crease). During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. No button error alarm noted. Unit had cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's daughter that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 38 mg/dl at the time of the incident. The customer was at 350 mg/dl before the incident and crashed when they treated for the high. The customer reported that their pump buttons were really hard to press, and had some incidents when giving more insulin. The customer was given orange juice and peanut butter to treat. The customer experienced symptoms such as being unresponsive, confused, and inability to speak. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.